Event description:
A customer reported issues with power supply. There was no patient involvement when the event occurred. It was reported that there was no patient or user harm. The customer was provided with a replacement power supply to resolve the issue. Further information regarding the device and the reported event has been requested. If additional information is provided at a later date, a supplemental report will be submitted.